Event description:
The bard max-core disposable core biopsy instrument was used for a transplant kidney biopsy. Twice the outer core did not fire, while the inner core did, according to the physician who was using the instrument. A new instrument was then used successfully to complete the procedure. Per the procedure note: 0 cores were obtained on 3 passes using a bard maxcore 16-gauge, 16 cm renal biopsy needle, the first pass only yielded perinephric fat. The second two passes had a misfire of the biopsy gun and so a bard monotony 16-gauge 16cm biopsy needle was obtained for 2 more passes with successful tissue. A total of 5 passes were done. Tissue was examined under the dissecting microscope and deemed to be sufficient. Pressure was held and a pressure bandage was applied. There were no bleeding complications with the procedure